Event description:
It was reported that the lead was attempted due to product performance issue. The lead is no longer in service. No additional adverse patient effects were reported. This report reflects info received by FDA in the form of a notification per 803.22 (b)(2).